Manufacturer narrative:
RMA issued. Replacement external axiem power/data cable shipped to site (B)(4) 2014. A medtronic representative replaced the cable and completed a system check successfully. Medtronic investigation of returned suspect device finds that a visual inspection revealed that the cable jacket had been pulled at the lemo connector exposing the shield wire. The shield wire had been severed and was no longer attached at the opening, however, the cable passed a continuity test with no opens or shorts detected. The cable was found to be fully functional when connected to known good system. Fully functional.

Event description:
A site representative, physician, reported that, while setting up for a ventriculoperitoneal (vp) shunt procedure, the navigation system connections were intermittent. Upon unplugging and re-plugging the system, communication was restored between the navigation system and the axiem box. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.